Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked and the pump had no power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed by product analysis on 01-apr-2019 with the following findings: device analysis: a battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation. Review of the black box revealed evidence of unexplained power on reset event on (B)(6)2019. The battery compartment was confirmed to be cracked. The test battery cap was able to secure properly to the pump and maintain electrical connectivity. The pump was exercised for 12 hours without any interruption in power. Leak testing confirmed moisture ingress into the pump at the site of the battery compartment crack; moisture corrosion was present only inside the battery compartment. Investigation did not duplicate the power complaint.